Manufacturer narrative:
Imaging interpretation: this patient underwent laminoplasty at c4-c7. Postop paralysis developed in the right arm and hand. All hinges on implant were noted to be broken forcing revision and removal. Cervical CT shows the laminoplasty with what appears a fracture through the remaining bony bridges. The implanted device remains intact however the intact bone bridge on the right has displaced allowing a bony spicule to translate anteriorly impinging the cord.

Event description:
It was reported that a patient underwent a cervical laminoplasty with using a plate fixation system at c4-c7. Sometime post-operatively, the patient developed paralysis (onset date unknown). All hinges on the plate system were reportedly broken and the patient was unable to move their right hand. Seven days post-op, a revision surgery was performed to remove the implants at c4-c7. The surgeon commented that the breakage may have occurred due to overloading during screw insertion and stated that "it was hard to lessen the load even by pushing lamina with kocher clamps or holding plate by a holder". Reportedly, the plate hinges seemed to be placed "inner" based on CT scan images. According to the report, the surgeon has performed open-door laminoplasties "by suspending hinges by strings" and "would scrape hinges thinner to prevent disclosure and hold them a bit higher in this surgery". This techniques reportedly may have contributed to the incident. No further information was reported.

Manufacturer narrative:
(B)(6). (B)(4). These parts are not approved for use in the united states; however, the catalog #s 8530008 and 510k # k050082 of 'like devices' were cleared in the united states.